Event description:
It was reported by the patient in a voluntary medwatch report that pain was experienced during the placement of a vena cava filter and the pain allegedly has not subsided in six years. A consulting physician reportedly told the patient "that two or three of the metal rods from the filter are going through the muscle mass in the spine." The patient has been treated with narcotics. The patient wishes to have the filter removed, but has been informed that it is a permanent filter and cannot be removed.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway. Note: this event coincides to voluntary medwatch report (B)(4).